Event description:
According to the reporter: after firing, the surgeon was unable to open the dlu. The knife/staple-pusher did not go back. After several different ways to open the dlu, the surgeon stapled around the dlu.

Manufacturer narrative:
(B)(4).